Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was shocked for ventricular tachycardia (vt), but the device double counted when the vt rate increased and amplitudes decreased. The shock converted the vt. Smart pass review showed oversensing would be mitigated if the feature was used. The plan is to follow-up with the patient. No further actions have been taken at this time. No adverse patient effects were reported.